Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead was oversensing noise that triggered pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.